Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Analysis of returned envelope not required.

Event description:
It was reported that the patient complained of pain at device implant site. Patient also complained of not being able to sleep or eat because of the pain. Patient distressed from the pain. One week after implant, the device and absorbable envelope were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.